Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 between 7:00-7:30 pm. The patient reported blood glucose results of "79 mg/dl, 214mg/dl, and 192mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient informed the cca that she manages her diabetes with humalog insulin using an insulin pump. It would have been helpful to understand what prompted the patient to repeat the test after performing the initial blood test on the subject meter and whether there was any form of intervention in between the tests. The patient claimed that she administered "1.2 units" of humalog insulin between 7:30 and 8pm on that same night and reportedly began to feel "light headed and shaky" immediately afterwards. At around that same timeframe, the patient reportedly checked her blood glucose on another meter called "true test" and received a reading of "62 mg/dl." At the time of troubleshooting, the cca noted that patient's testing technique was correct; the test strips appeared to be in good condition and the sample was drawn from an approved site. The patient did not have any control solution to check the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate erratic readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.